Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the corrective action tracking system for the web database revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with jostent coronary stent graft procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a perforation that occurred during use of another device in an unspecified vessel. The 3.0-16 mm graftmaster stent delivery system would not cross through the deployed stent placed proximally in the artery; therefore, the use of the graftmaster was described as poor as the profile of the device is too large. The patient suffered tamponade and cardiogenic shock due to the perforation from which they did not recover and expired. No additional information was provided.